Event description:
Customer alleged the pump that was just replaced on (B)(6) 2012, due to drifting down when in the raised position, is now failing again by drifting down. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number (B)(4) rev j (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The lift is utilized in a nursing home for the general population as needed. The facility's technique while using the device is unknown. The maintenance history of the device states that the pump was replaced in (B)(6) 2012 due to drifting down from a raised position. The dealer called stating that the facility, (B)(6), alleges that the pump on the rhl450-1 lift is drifting down. This is a replacement pump that is malfunctioning. No injury alleged.